Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the shrink sleeve was detached from the guidewire exposing the corewire. Additionally, the shrink sleeve was slightly bent. The issue was noted during post procedure and no defects were reported by the customer during the unpacking and preparation. The issue noted (shrink sleeve detached) is an issue that could have been generated during manipulation of the device, or interaction with other devices might have impacted the integrity of the device during the procedure. All outer diameters and the length of the device were found within specification. It is important to mention that the urethane section was in good conditions, no failures were found on it, and the shrink sleeve was slightly bent but in perfect conditions. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used during a procedure on (B)(6) 2019 according to the complainant, the guidewire coating was peeled. The procedure was completed with this guidewire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: shrink sleeve detached.